Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that during the procedure the physician experienced the following- "I just tried to use the all in one cut block and it was awful. The fit wasn¿t good at all. The new guide I received had very little bony contact. Adding the metal tower onto the plastic guide made it very top heavy and difficult to control. It was certainly not a time saver for me."

Manufacturer narrative:
Correction, d9/h3, h3 (reason for no evaluation) more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. The prophecy team reviewed the received information and noted: the CT scan was processed within normal, acceptable ranges. The tibia alignment guide was processed within normal, acceptable ranges no abnormalities in the internal process were found. Very minimal extra bone reference could be added on the distal medial part of the guide, but this does not affect the overall functionality of the guide. The tibia resect through guide followed all the design specifications by design, this guide is wider and, overall bigger, compared to a regular pin alignment guide. The engineering drawings and stl¿s were processed within normal, acceptable ranges no abnormalities in the internal process were found. It was not possible to identify what caused the tibia guide placement and control difficulties experienced. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition unknown.

Event description:
It was reported that during the procedure the physician experienced the following- "I just tried to use the all in one cut block and it was awful. The fit wasn¿t good at all. The new guide I received had very little bony contact. Adding the metal tower onto the plastic guide made it very top heavy and difficult to control. It was certainly not a time saver for me."